Event description:
A penumbra sales representative went to the hospital and found that when the aspiration pump was removed from the box and the power cord was attached, the device was turned on and nothing happened. A different cord was tried and had the same results.

Manufacturer narrative:
Technician evaluation: upon initial power up, the unit did not respond. Neither the pump nor the internal fan showed any evidence of running. When removed from the fuse holder, one of the two fuses was clearly blown. After the fuse was replaced, the pump attempted to turn on and then the noise stopped and the lamp built into the switch went out. The fuse had blown again. Inspection of the interior of the unit showed all wiring connected as expected. Conclusion: the incident was confirmed as reported. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.